Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they fell about a month ago and hurt their clavicle. They got a "help, I've fallen and can't get up" life alert necklace. About a week ago, they were tossing and turning at night and it felt like the dbs stimulated their right side. They called to see if the life alert necklace could have "stimulated" their device. Compatibility consideration for the life alert necklace was reviewed with them. It was also reviewed that this would not typically be expected but because they fell and had a change in therapy, they should follow up with their healthcare provider (hcp). During the call, the patient programmer was connected and therapy was on. They stated their therapy was back to normal.